Manufacturer narrative:
H6: updated method code 1 and results code 1. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: implant procedure: unknown procedure. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/15254157, 10cm x 15 cm x 1 mm. Implant date: (B)(6) 2016 (hospitalization (B)(6) 2016) (B)(6) 2016: (B)(6)hospital. (B)(6) md. No operative report provided. (B)(6) 2016: medstar union memorial hospital. Implant sticker. ¿mesh dual plus patch.¿ catalog/manufacturer#: 1dlmcp03. Serial#: (B)(6). Size: 10cm x 15 cm x 1 mm. Manufacturer: wl gore. Number implanted: 1. Site: abdomen midline. Relevant medical information: no information. Explant preoperative complaints: no information. Explant procedure: no information. Explant date: no information. Relevant medical information: no information. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [unknown date]. Photograph. [Photographs of patient with a midline scar that runs from the top of his abdomen down to his umbilicus]. (B)(6) 2016: umc surgical specialist. (B)(6), fnp. History and physical. Reports to the clinic for pre-op for umbilical hernia repair. Weight 218 lb, bmi 34.1. Problems, hypertriglyceridemia, obesity, chronic pain, hernia of abdomen cavity. Current every day smoker, 1 pack times 2 days. Review of system: intermittent abdominal pain in the area of the hernia when lifting something heavy. Exam: bowel sounds normal. Inspected and palpated, no tenderness, guarding, masses, rebound tenderness or cva tenderness and soft and non-distended; + large umbilical hernia noted. Hernia periumbilical. Impression/plan: surgical clearance determined by labs/imaging results. Follow up with primary care provider. Implant procedure: exploratory laparotomy, lysis of adhesions, extensive, (one and a half hour,) reinforcements of small bowel wall, repair of multiple incisional hernias using #1 advancement myofascial flaps. Dual mesh gore-tex antibiotic impregnated. Surgimend bioprosthetic. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/15254157, 10cm x 15cm x 1mm] implant date: (B)(6) 2016 ((B)(6) 2016). (B)(6) 2016: (B)(6), md. Operative report. Assistant: allison estep. Preoperative diagnosis: multiple incisional hernias with incarcerated. Postoperative diagnosis: multiple incisional hernias with incarceration and numerous adhesions. Anesthesia: general. Anesthesiologist: dr. (B)(6). Complications: no complications during the procedure. Counts: at the end of the procedure, counts were correct. Indication for surgery: the patient is a 46-year-old african american gentleman who was referred to my office for repair of hernia. The patient had had the hernia for a few years and the patient has started complaining of abdominal pain. The patient was referred for reconstruction. We had discussed procedure, the benefits, the alternatives, the risks, the untreated course of the disease, and the patient had requested to undergo the surgery. Therefore, he was cleared and brought to the or for above. Description of procedure: ¿in the supine position, with adequate general anesthesia, teds, scds, and subcutaneous heparin as dvt prophylaxis, with IV ancef prophylaxis, with a foley, the patient was scrubbed and draped in the usual manner. Appropriate timeout was performed. An oval incision was made through the old scar which was extending along the midline. Skin and subcutaneous tissue were entered with sharp and cautery dissection, the old scar was removed. Gently and meticulously then the subcutaneous tissue were entered with cautery and multiple sacs were identified. There were essentially 2 very large sacs, one at the level of the supraumbilical area and one epigastric. The epigastric sac was opened and contained incarcerated transverse colon. The supraumbilical sac contained incarcerated small bowel. Meticulously and gingerly using sharp and blunt dissection, all incarceration were released. This lysis of adhesions took about an hour and a half. Once this was achieved, it was noted that a knuckle of small bowel on the serosa level was deeply incarcerated in an umbilical hernia which was a third hernia. This was freed; however, it was noted that the serosa was weakened and to protect the patient a ta 60 was fired across the weakened serosa in order to reinforce that bowel wall. This was tested and there was no leak, no bleeding. The bowel was then irrigated copiously with antibiotics solution and allowed to fall back in deep in its normal anatomical position. The gloves were changed. There was no contamination in the peritoneal cavity at any point. Then, the abdominal cavity was washed out copiously with antibiotics solution. Examination of the midline again revealed two further small hernias containing fat superiorly. The total number of hernias were about 5. Once this was freed and cleared lysis of adhesions in the area was again continued in order to allow the bowels to fall back in their normal anatomic anatomy. The ng was palpated and was in the stomach. Then after the lysis of adhesions was achieved all sacs were removed with cautery dissection and sent to pathology. All the defects were converted into one defect. After the final irrigation of peritoneal cavity and ascertaining lack of complications, the patient was prepared for abdominal wall closure and repair of the hernias. Using cautery, a lateral release of the external oblique level was performed freeing the anterior fascia on both sides, right and left. That allowed approximation of the abdominal wall to the midline; however, it was noted that the patient would need further reinforcement with a gore-tex mesh in the midline because of the residual defect. The upper and lower part of the fascia that could be approximated primarily was reinforced with figure-of-eight sutures of #1 novafil. Then, a piece of dual mesh goretex, antibiotic impregnated was sutured to the undersurface of the abdominal wall musculature with 4 running sutures of cvd gore-tex on a th36 needle, reestablishing peritoneal continuity. At no point was there any evidence of bowel injury or entrapment and this was done under protection. Prior to final closure all the counts were corrected. All the instruments and pads were accounted for. Then, a valsalva maneuver was performed and the repair was noted to be strong. Throughout the patient had very minimal bleeding. All bleeders were controlled with cautery. Then, a piece of surgimend was bathed in antibiotics. It was trimmed to fit the lateral release area. In order to reestablish peritoneal continuity, as the anterior abdominal fascia is the strongest, two pieces of trimmed surgimend were then placed to cover the defect that was created by the lateral release and were sutured to the fascia with 2 running sutures of 2-0 prolene, reestablishing fascia continuity on both sides. Once the repair was completed and then lateral repair was noted to be strong. The abdominal wall was copiously irrigated with antibiotic solution. Through lateral stabs, two #19 blake drains were inserted and held with a 3-0 nylon to drain the flaps. Then, scarpa¿s fascia was approximated with 2 interrupted 2-0 vicryl after final irrigation with antibiotics. The umbilicus was then held in an inverted position with a suture of 2-0 vicryl. The subcutaneous tissues were closed also with interrupted 2-0 vicryl. The skin was closed with staples after final irrigation. Antibiotic dressing was applied. The patient was provided with a binder. He tolerated the surgery well without any complications. The patient will be admitted for postoperative management status post lysis of adhesions abdominal wall reconstruction and for pain control.¿ (B)(6) 2016: (B)(6) hospital. Implant record. Implant: mesh dual plus patch. Catalog no: 1dlmcp03. Serial no: (B)(6). Manufacturer: wl gore. Size: 10cm x 15cm x 1.0 mm. Expiration: 5/31/19. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/15254157) was implanted during the procedure. Relevant medical information: (B)(6) 2016: umh. (B)(6), md. Pathology. Source of specimen: incisional hernia sac. Abdominal wall scar tissue. Small bowel wall. Final diagnosis: soft tissue, site unspecified, incision: benign fibroadipose tissue consistent with hernia sac. Skin, abdominal wall excision: consistent with cicatrix. Soft tissue, small bowel wall, biopsy: benign fibrovascualr tissue and mature smooth muscle only. No dysplasia noted. (B)(6) 2016: (B)(6), md. Discharge summary. Date of admission: (B)(6) 2016. Referred from dr. (B)(6) office for repair of his hernia. Has had hernia for a few years and patient stated complaining of abdominal pain. Referred for reconstruction. Postop day 1, tolerated procedure well and was moved to floor for observation and postoperative care. Patient had 2 jackson-pratts drains, was nothing by mouth with ice chips, nasogastric tube to suction, dilaudid patient-controlled analgesia and received antibiotics. Postop day 2, pain was controlled. Not ambulating at the time, denies nausea, vomiting, fever or chills. Tolerating ice chips. Started on clear liquid diet. Moved to medications by mouth and received jackson-pratt and wound care. Postop day 3, had not had any flatus or bowel movement yet, walking out of bed. Advanced to soft diet and encouraged him to ambulate. Next, he eventually had bowel movement and it was decided that the patient was stable for discharge. Exam: abdomen soft, appropriately tender, nondistended, positive bowel sounds. Incision clean, dry, and intact, 2 jackson-pratt drains in place with serosanguinous fluids. Final diagnosis: multiple incisional hernia repairs. Resume regular hospital diet. Follow up with dr. (B)(6) within 2 weeks. (B)(6) 2018: (B)(6), md. Radiology- CT abdomen/pelvis with contrast. Indication: diffuse abdominal pain. No recent trauma. History of a stab wound 4 years ago. Findings: there is dilation of loops of jejunum and proximal ileum with diameters ranging up to 4 cm. Distension is due to partial obstruction is at the level of the mid ileum and it occurs in a left paramidline supraumbilical ventral hernia, which is visualized on series 6, axial images 255-275. There is a surgical mesh underlying the upper midline abdominal wall, consistent with a prior ventral hernia repair. There are several small hernias superior to the surgical mesh, which contain fat, but no bowel. As seen on axial images 233-250, there is a midline supraumbilical hernia inferior to the mesh which contains a loop of ilium. This does not appear to be associated with bowel obstruction or strangulation. As seen on axial images ordered 255-275, there is a left para midline supraumbilical ventral hernia which contains a loop of ileum and which represents site of obstruction. Impression: partial small bowel obstruction. Site of obstruction is a left paramidline supraumbilical ventral hernia. An adjacent midline supraumbilical ventral hernia also contains a loop of small bowel but does not appear to be associated with obstruction at this time. Both of the above hernias are inferior to the site of previous ventral hernia repair with surgical mesh. Incidental note is made of additional small ventral hernia superior to the surgical mesh, containing fat, but no bowel. Fatty liver. 3.3 cm and 8 mm hemangiomas in the right lobe of the liver. Small amount of free fluid in the posterior cul-de-sac of the pelvis. (B)(6) 2018: (B)(6), md. History and physical. History of drug abuse (currently using heroine) and ventral hernia came to the emergency department with chief complaint of abdominal pain. Pain is mainly in mid abdomen and started today. Denies nausea and vomiting. Passed gas yesterday and had a bowel movement yesterday morning. Normal has bowel movements every 2 days. Had a history of stab wound with exploratory laparotomy. Does not remember when was the surgery and cannot remember any details of the procedure. In the emergency department CT scan of abdomen and pelvis was done with showed recurrence of ventral hernia with defect in superior and distal part of mesh with partial small bowel obstruction with transitional point in supraumbilical region. Patient lab works were normal without signs of leukocytosis or elevated lactate. Exam: abdomen soft, mild tenderness in midepigastric area, non-distended, no hernia was appreciated on the abdominal wall, no peritonitis or guarding. Impression/plan: no incarcerated hernia was appreciated on the physical exam. With consideration of patient physical exam, no immediate surgical intervention is needed at this time. With consideration of partial small bowel obstruction, we will place nasogastric tube, nothing by mouth, intravenous fluids, series abdominal exam for conservative management of the obstruction. Will require hernia repair in elective setting after resolving the bowel obstruction. Pain control, incentive spirometer, out of bed. (B)(6) 2018: (B)(6), md. Radiology-small bowel series. Indication: evaluate for small bowel obstruction and transit time. Impression: no evidence of small bowel obstruction with normal transit time. (B)(6) 2018: (B)(6), md. Discharge summary. Admission date: (B)(6) 2018. Diagnosis: incarcerated hernia; small bowel obstruction. Weight 87.5 kg. Discharge home in stable condition. Follow up with sinai surgery associates. History significant for drug abuse (currently using heroin) and ventral hernia who was admitted with partial small bowel obstruction and recurrent ventral hernia. Site of the obstruction was not associated with the hernia, so he was admitted for non-operative management with nasogastric tube decompression and bowel rest. He was passing gas, but remained distended during hospital day 2 so the nasogastric tube was kept to suction. Small bowel series was done on hospital day 3 which showed no evidence of obstruction. Nasogastric tube was removed and clear liquid diet was started. He was advanced to regular diet, which he tolerated well with continued bowel function. He was discharged on hospital day 4 with plans to follow-up as necessary. Exam: abdomen soft, non-distended, non-tender. Discharge diagnosis/plan: partial small bowel obstruction. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product ( g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product ( g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain, and swelling abdomen. Additional event specific information was not provided.